Manufacturer narrative:
Complete initial reporter name - (B)(6). Occupation - non-healthcare professional / quality assurance specialist. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted without issue during an angiogram. Once the iab was connected to the console, the arterial pressure (ap) was not displayed. Troubleshooting was completed, but the ap still did not appear. A flush system was not hooked up and the y-connectors were capped. The iab was removed and replaced with a new one to successfully continue therapy.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.9cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane at approximately 3.8cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen and obstruction was felt at the kink location. The optical fiber was found to be broken, confirming the reported problem. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).